Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant the physician had difficulty engaging the setscrews after the right ventricular (rv) lead was secured in the header. The physician was able to engage the setscrew and turn until the normal 3 clicks were heard. The lead was then tested and there was high undefined pacing impedance and out of range high voltage impedance. The lead was removed and reengaged, however, the impedances were still out of range. The lead was tested on the analyzer and found to have normal in range impedances. A new device was used and the measurements were within range. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.